Event description:
It was reported that the pt's knee was revised due to osteolytic lesions at the right tibia head.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. It was reported that the pt had the nkii total knee implanted on (B)(6) 2001; however, the product info provided is for parts that were mfg in 2004. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for add'l info regarding the corrective action taken. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.